Manufacturer narrative:
Concomitant medical product: 419478 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was interrogated and found to be at elective replacement indicator (eri) with unreliable telemetry. There was no capture in right ventricular pacing and the patient was in atrial fibrillation (af) with complete heart block and a narrow escaoe rhythm at 38 beats per minute (bpm), along with shortness of breath, weakness and tiredness. It was noted outputs could be changed but no capture was available. It was noted there were inaccurate and invalid dates listed in the episode diagnostics and the patient and implant data was missing. It was noted the device was scheduled for replacement and at the time of the revision, the lead output was checked and within normal limits. It was noted the device was not delivering appropriate voltage. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Battery analysis confirmed the battery resistance exceeded the upper limit. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.